Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Correction b5: it was reported that the patient's ipg was reaching end of life. Surgical intervention was undertaken and the ipg was explanted and replaced. Correction d10: dbs extension was implanted on (B)(6)2022. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was reaching end of life. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.